Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer failure occurred associated with a failed tower door. Recovery attempts resulted in a beeping sound, and the issue persisted despite performing storage recovery and rebooting. The failure prevented medication access from the station, and urgent assistance was requested. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 had jammed. A field service engineer (fse) removed obstruction in the tower door 4. The system functioned as intended after field service engineer repaired the device.